Event description:
It was reported that the twist clamp of a minicap transfer ser was loose. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation with a blue y set adapter. A visual inspection with the naked eye noted a separation between female connector and main body. There were no issues and no damage noted on the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The torque engagement testing was performed and the result was within specification. The reported condition of broken twist clamp was not verified. The cause of the separation was due to an inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.